Manufacturer narrative:
Lot number - 19e052, 19f019, and 19f020. 3 single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer of all three devices. A functional flow rate test was performed, and the flow rate of the devices was determined to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that 3 small volume folfusors did not flow during infusion. The events involved patients with no patient consequences. 1 event involved an (B)(6) patient. Patient identifiers were unknown for the other 2 events. No additional information is available.